Event description:
It was reported that the customer had normal blood glucose levels of 82 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer also reported a motor error alarm from the insulin pump after the no delivery alarm. The customer was unable to troubleshoot at the time of the call. The customer would like to return the reservoir for analysis. The cause of the no delivery alarm could not be determined at this time. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.